Manufacturer narrative:
Related MFR # for the modular cable: 2916596-2023-06735. The previous driveline fault that led to a controller exchange was captured under MFR 2916596-2023-05922. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review after the patient previously had a system controller exchange for a driveline communication fault. The new controller logfile contained limited data following the equipment swap. No additional communication faults were noted; however, it was additionally reported that the modular cable would be replaced, and that the modular connection was wet from the patient reportedly showering prior to their visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the inline connection getting wet during a shower prior to the clinic visit could not be conclusively determined through this investigation. No photos were submitted by the account and no product was returned for evaluation. The modular cable was visually inspected, the cable and connectors were dry and there was no evidence of fluid ingress. The controller event log file from hsc-126215 contained events on 05sep2023. A driveline communication fault alarm was active throughout the entire log file. The onset of the alarm was not captured. No other notable alarms were captured. The pump appeared to have been operating as intended at the set speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number mlp-018679, and no further events have been reported at this time. The relevant sections of the device history records for mlp-018679 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting,¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines system controller alarms, including the driveline power fault and driveline communication fault, as well as how to respond to each alarm condition. Section 8 of the IFU, ¿equipment storage and care,¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Section 4 of the patient handbook, ¿living with the heartmate 3,¿ contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5, ¿alarms and troubleshooting,¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms, including the driveline power fault, as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power and driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.